Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited gas leakage due to damage in the connector and insufficient gas supply of the regulator unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was identified and attributed to failure of the connector, and failure of the primary decompressing device. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labeling review: as a result of confirming instruction manual and the product labeling, there was no abnormality that leads to the phenomena. Olympus will continue to monitor the field performance of this device.